Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented to the emergency room after feeling a vibratory alert from the implantable cardioverter defibrillator. The device exhibited post-paced t-wave oversensing. The device was delivering paces at the same time as premature ventricular contractions. No programming changes were recommended.